Manufacturer narrative:
(B)(4). Batch # p57z7j. Investigation summary ==> the analysis results showed that one gst60d reload was received fully fired, with the pan detached from the cartridge. While no conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic unknown procedure, the 2nd cartridge could not be loaded into the jaw after cutting the rectum and replacing the first cartridge. It was found that the cartridge pan of the first cartridge was left inside the jaw. Another device was used to complete the case. There were no adverse consequences to the patient.